Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown tm bearing, unknown. Report source, literature - shields, e.j.w et al (2017). Previous rotator cuff repair is associated with inferior clinical outcomes after reverse total shoulder arthroplasty. The orthopaedic journal of sports medicine, 5(5), 1-6. Doi: 10.1177/2325967117730311. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10380. Remains implanted.

Event description:
It was reported in a journal article that one patient in the previous rcr group suffered from dislocation which was treated with closed reduction. Attempts have been made and additional information on the reported event is unavailable.